Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement rotor shipped to site 06/14/2016. No parts have been received by manufacturer for analysis. On 06/15/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Rotor failure. When calibrating the motion system, the rotor attempted to find it's home point, however, was never able to. Found home location sensor to be bad. Replaced home location sensor and completed motion calibration. Issue resolved. System fully functional. No further issues have been reported.

Event description:
A medtronic representative reported that when calibrating a site's imaging system it was found that the optical switch for homing the gantry stopped working. No further details regarding the issue, or how it occurred, were known. There was no patient present when this issue was identified.

Manufacturer narrative:
The rotor optical switch was returned to the manufacturer for evaluation. Testing found that the home was not established due to the switch not changing states when interrupted.